Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a permanent failure to the internal li-ion battery. There was no reported patient involvement. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's internal battery to address the error code. Failure of internal battery may impact therapy. Three additional, lower priority, ventilator service required error codes were also found in the device's error log. A reminder error, unable to run on ac supply error, and a motor capacitor error. The technician recommended replacing the system and central processing unit (cpu) board assembly to resolve the motor capacitor error. No repairs were performed. The device is not needed for inventory and was scrapped. No further investigation is required.